Event description:
Baxter (B)(4) received a report of an infusor with broken tubing during patient therapy. A leak resulted from the broken tubing. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of broken tubing was confirmed. Visual inspection of the sample noted the tubing broken at the junction of the stress-member. Microscopic examination of the sample showed a portion of the broken tubing still remained inside the stress-member. The edge of the broken tubing was also observed to be jagged, not smooth. The root cause was determined to be excess force on the tubing during use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.